Event description:
Additional information from the hcp reports the patient developed low arousal state and a degree of mild respiratory insufficiency. Her ventilation ws assisted for less than 24 hours. The patient was treated at the hospital recovered and was discharged on the fourth day.

Event description:
The hcp reported the pt experienced an overdose when the "dose was calculated/entered incorrectly." The hcp wanted to change the concentration of baclofen from 3mg/ml to 6mg/ml by delivering a bridge bolus. An operator error was reported when the data was input into the programmer. There was no indication of device malfunction.